Manufacturer narrative:
Download data showed no timeouts or drive stalls. The soft cannula was observed to be stretched. The soft cannula being stretched resulted in the formed needle puncturing the unexposed portion of the cannula. Fluid was diverted from the intended fluid path. It could not be determined how or when this damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 16 mmol/l (288 mg/dl) while wearing the pod between 1 and 4 hours on the arm. No specific treatment information was provided. The device was originally reported for high bg levels.